Manufacturer narrative:
Return of product has been requested. The reporter informed the product had been discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brushhead kept coming loose while brushing [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he went to use an oral-b floss action brushhead and it kept coming loose while he was brushing with an oral-b rechargeable toothbrush, version unknown. He stated that he had purchased an 8 pack of the brushheads and had previously used several with no problem. He explained that he changed to another brushhead from the same package and it was working just fine. No symptoms developed. (B)(6) 2016 received follow-up phone call with consumer: the consumer reported that he had thrown the brushheads away so would be unable to return them. No further information wasprovided.